Event description:
Related manufacturer reference number: 2017865-2024-03566 it was reported the patient presented with an atrial lead that exhibited a loss of capture. Magnetic resonance imaging (MRI) was performed and revealed the lead had dislodged. Remote transmissions via merlin.net revealed the implantable cardioverter defibrillator (ICD) exhibited far r oversensing which triggered inappropriate mode switches. Programming changes were performed to resolve the loss of capture and the far r oversensing. There were no patient consequences.

Event description:
Additional information was received that the lead was explanted on (B)(6) 2025. The patient was stable.